Manufacturer narrative:
Approximate age of device - 80 days. The explanted pump was not returned to the manufacturer for analysis and a direct correlation between the device and the reported event could not conclusively be determined. Pump power is a direct measurement of motor voltage and current, and changes in pump speed, flow, or physiological demand can affect pump power. A review of device history records showed no deviations from manufacturing or qa specifications. Although a device-related cause for the elevation in pump power could not be determined and no conclusion could be drawn as to the root cause of the reported event, the device¿s approved labeling outlines power elevations and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a repeat of power elevations (reference MFR# 0002916596-2013-01374). The patients status on the transplant list was increased to 1a due to device malfunction. The patient received transplant and the pump will not be sent back for evaluation.

Manufacturer narrative:
Per info received, the device was disposed of by the hospital and will not be available for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.